Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had high thresholds, high impedance, and undersensing. The lead was repositioned and remains in use. It was further reported that during lead revision, the physician did not feel like the wrench was properly engaging into the setscrew of the implantable cardioverter defibrillator (ICD) header when trying to remove the lead. After multiple attempts, the lead was removed from the device header. After lead revision, the lead was attached, the setscrew was properly tightened, and things performed as expected. The device remains in use. No patient complications have been reported as a result of this event.